Event description:
This is a follow up report. The consumer stated product was click regular; however, after investigation by the facility on the reported lot code, sleek regular was manufactured.

Manufacturer narrative:
New information: describe event or problem: investigation by manufacturing facility found that sleek regular was produced during reported lot. Brand name, model and UDI number, all manufacturers: updated contact office name/address, 510k number, type of report: follow-up 1, follow-up type, results and conclusions code, recall, recall number. Additional narrative: we have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported a tampon fell apart inside of her upon removal.